Event description:
Follow up information identified the patient is now receiving effective stimulation coverage.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective therapy with the left l4 drg lead. The patient underwent surgical intervention where the lead was replaced with a new one and an additional lead was implanted to improve coverage.